Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. E1: initial reporter facility name: (B)(6) medical center. Value analysis h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set tubing was dmaged. The following information was received by the initial reporter with the verbatim: we are experiencing an increased number of issues with our IV sets again. It can be retrieved from customer's office to be sent to the vendor (660 ack, room 503) describe the issue in detail? IV fluids were started on patient to be used with medication administration. ¿when the nurse was opening her IV line to increase fluid volume, it was noted the primary IV tubing had micro holes in it with saline releasing from the IV line.¿ please confirm a product is still operable or not? Not operable. Did the event directly, or indirectly involve a patient or user? Directly. Describe any patient harm, injury, complication, or negative outcome that occurred because of the event. Please include treatment/intervention provided and the outcome. Emotional harm as the staff had to obtain new tubing. Please confirm whether any visible damage has been observed with the product. It does not appear so when the tubing is not in use.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint that the tubing was damaged could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0007 lot number 23065128 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 13jun2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional info: material#: 2426-0007. Batch number#: 23065128. It was reported by customer that experiencing an increased number of issues with our IV sets again. It can be retrieved from customer's office to be sent to the vendor (660 ack, room 503). Verbatim#: rcc received a complaint via email. Email(s) attached. We are experiencing an increased number of issues with our IV sets again. It can be retrieved from customer's office to be sent to the vendor (660 ack, room 503). Please share the lot/batch number? Lot #: (10)23065128 describe the issue in detail? IV fluids were started on patient to be used with medication administration. ¿when the nurse was opening her IV line to increase fluid volume, it was noted the primary IV tubing had micro holes in it with saline releasing from the IV line.¿ please confirm a product is still operable or not? Not operable. Did the event directly, or indirectly involve a patient or user? Directly. Describe any patient harm, injury, complication, or negative outcome that occurred because of the event. Please include treatment/intervention provided and the outcome. Emotional harm as the staff had to obtain new tubing. Please confirm whether any visible damage has been observed with the product. It does not appear so when the tubing is not in use.